Event description:
It was reported (via FDA medwatch 5154151, and 5154152) that a patient of unknown age who underwent breast surgery with unknown size unknown gel implants on (B)(6) 1999 developed bilateral lymphadenopathy, bilateral granuloma and experienced generalized illness symptoms including dyspnea, headache, inflammation, pain, vomiting, burning sensation, dizziness, insomnia, brain fog, difficulty moving, suicidal ideation, swollen lymph nodes/glands, gi issues, breast pain, cramps, muscle spasms, drug resistance, bacterial infection, and alterations in body temperature. As a result, the patient underwent bilateral implant removal on unknown date of 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, generalized illness, granuloma, and lymphadenopathy h6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).